Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to bilateral lower abdomen and bilateral flanks on (B)(6) 2017 using coolcurveplus applicator and treated to bilateral lower abdomen on (B)(6) 2016 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 12 weeks after treatment of second treatment. Diagnosed with pah after 12 weeks after second treatment on unspecified date. Pah described as there a visibly enlarged tissue volume over the lower abdomen and flanks treated areas. The affected tissue in the lower abdomen and flanks is firmer when compared with the surrounding untreated fat tissue. The tissue characteristics in the lower abdomen and flanks are described as firm and enlarged.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to bilateral lower abdomen and bilateral flanks on (B)(6) 2017 using coolcurveplus applicator and treated to bilateral lower abdomen on (B)(6) 2016 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 12 weeks after treatment of second treatment. Diagnosed with pah after 12 weeks after second treatment on unspecified date. Pah described as there a visibly enlarged tissue volume over the lower abdomen and flanks treated areas. The affected tissue in the lower abdomen and flanks is firmer when compared with the surrounding untreated fat tissue. The tissue characteristics in the lower abdomen and flanks are described as firm and enlarged.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to bilateral lower abdomen and bilateral flanks on (B)(6) 2017 using coolcurveplus applicator and treated to bilateral lower abdomen on (B)(6) 2016 using coolcore applicator who developed paradoxical hyperplasia (pah/ph) 12 weeks after treatment of second treatment. Diagnosed with pah after 12 weeks after second treatment on unspecified date. Pah described as there a visibly enlarged tissue volume over the lower abdomen and flanks treated areas. The affected tissue in the lower abdomen and flanks is firmer when compared with the surrounding untreated fat tissue. The tissue characteristics in the lower abdomen and flanks are described as firm and enlarged.